Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: external controller malfunction.

Event description:
Major pump unit(s) involved: external control system failureadditional text: power module has a crack in the external plastic casingspecific component(s) involved: external controller malfunctionadditional text: power moduleother component:causative or contributing factor: patient noncompliance in device maintenance and protectionother cause:intervention(s): other interventions, specifyother intervention : crack is cosmetic, not covered under warranty; repaired by bumc biomed; functioning correctlyimplant device type: lvadmalfunction device type: